Event description:
The user facility reported that the angio-seal device was intended for hemostasis following the removal of cerebral thrombosis. Although the procedure initially proceeded smoothly, the anchor failed to deploy from the sheath after insertion, resulting in the device and sheath being withdrawn together. Consequently, the device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved with manual compression alone, with blood loss being less than 250cc. The procedure preceding the deployment attempt was the removal of cerebral thrombosis. A pre-deployment angiogram was not performed. An 8 fr sheath was used, and the puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The tip of the sheath was cut from the assembly, and damage was visible on the carrier tube near the location the sheath was cut. The anchor was deployed, and the collagen was saturated in blood. Functional testing could not be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).